Manufacturer narrative:
(B)(4). This was initially reported as a device power failure, however after further evaluation of the removed system and memory pcb assemblies by physio, it was observed to be a boot-up/lock-up failure. It was determined that the cause of the reported failure was due to the pcb-mounted jack connector, designator j2, on the memory pcb assembly which was poorly connecting to the corresponding connector on the system pcb assembly.

Manufacturer narrative:
Physio-control replaced the system pcb and memory pcb assemblies and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
It was reported that the device would not operate on ac or dc (battery) power. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio-control continues to investigate the reported event and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.